Manufacturer narrative:
Suspect device received on august 24, 2021. Device evaluation completed on august 29, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.1 cm. Leak testing was performed, according to the mentor procedure, and no additional leak sites were detected during the analysis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Per information received with the device, indicated that the patient ethnicity us hispanic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 350cc mentor smooth round moderate plus profile saline breast implant experienced right-sided implant deflation postoperatively. Deflation was diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo unilateral explantation and replacement with unspecified mentor breast implant on (B)(6) 2021.